Manufacturer narrative:
Stryker evaluated the customer's device and confirmed the reported issue. The device was still able to be powered on using the on/off button. Stryker determined a faulty reed switch sw5 was the cause of the reported issue. The customer received a replacement device and this device was archived by stryker.

Event description:
The distributor contacted stryker to report that their device would not power on when the lid was opened. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient involvement reported with the event.

Event description:
The distributor contacted stryker to report that their device would not power on when the lid was opened. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.